Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. Additionally, the customer¿s blood glucose level displayed 'high'. Customer did not provide resolution to high glucose level and continued to use the pump for insulin therapy.